Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl and treated with food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose. The customer assisted the troubleshoot for the low blood glucose incident. The customer was also assisted with turning on the bolus wizard feature. The pump will not be returned for analysis.